Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized on an unknown date for hyperglycemia. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump has not been giving any alarms when the blood glucose levels are high. Customer declined troubleshooting. The insulin pump will not be returned for analysis.